Manufacturer narrative:
Correction to the follow-up 1 MDR in block(s) report source (g2), in section g - all manufacturers. A1 patient identifier is (B)(6); reported here as patient identifier exceeded character limit for designated field. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Device technical analysis: boston scientific has made the attempts to get the product back, but the device was not available for analysis. Therefore, a technical analysis of the complaint device could not be completed. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive steerable sheath risk documentation was completed and confirmed that the event of cardiac arrest was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: the known inherent risk of device investigation conclusion code was selected based on the information provided within the event description. Ventricular tachycardia and bradycardia are considered within the risk threshold for arrhythmia, and arrhythmia and cardiac arrest are expected procedural complications addressed in the IFU for the faradrive sheath. There were no allegations of a quality or manufacturing deficiency leading to the adverse event as reported to bsc, and the device has not been returned for analysis at this time.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A pulmonary vein isolation procedure was successfully completed, additionally the catheter was used for off label ablations to the cavotricuspid isthmus "to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions)" and successful external direct current cardioversion helped achieve sinus rhythm. 4 months after the ablation procedure the patient passed away due to cardiac arrest. Advanced cardiovascular life support (acls) was implemented by the medics including chest compressions, shocks, and epinephrine administration. The patient was intubated with a supraglottic airway device, fitted with a lucas device and taken to the emergency department where they were moved to the "resuscitation bay" and was found to have no pulse. Acls was reinitiated at this time and the patient was noted to have "multiple rhythms including 1 episode of v. Tach" which was defibrillated (and his ICD was noted to deliver a shock shortly after the defibrillation). They obtained a return of spontaneous circulation (rosc) for "a time" and gave the patient epinephrine and amiodarone, however the patient slipped into bradycardia and ultimately returned to pulseless electrical activity. Multiple additional rounds of acls were attempted before the patient was finally declared deceased. It was reported that the pulmonary vein anatomy was normal. And the physicians consider the farawave catheter and faradrive sheath as unrelated to the death event, however, a cause for the sudden cardiac arrest have not been provided. It was noted that the patient had been doing well in the time between the ablation procedure and their death. Per additional information, ablation was on (B)(6) 2025, death was on (B)(6) 2025. Successful pulmonary vein isolation x4 (farapulse system). Successful pulsed-field catheter ablation of the cavotricuspid isthmus to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions). Successful external direct current cardioversion to normal sinus rhythm. Death (cardiac arrest) occurred over 4 months after ablation. Acls was performed by medics, chest compression initiated and ongoing for multiple rounds pta, 0 shock, 5 epi, and no other meds were delivered prior to arrival, airway was managed with a supraglottic device, access established pta was io. Was doing well, no immediate complications after the ablation in april 2025. No hospitalization, death was shortly after arriving to emergency. Department. Patient arrived via ems ill-appearing with a supraglottic device in place and a lucas device over his chest. Appeared mottled and cyanotic. After he was moved from the ems cot to the resuscitation bay pulses were checked and noted to be absent. Acls was then reinitiated. He had multiple rhythms including 1 episode of v. Tach which was defibrillated. His ICD was also noted to deliver a shock shortly after defibrillation by the zoll device. Obtained rosc for a period of time and initiated an epinephrine drip and amiodarone however patient ultimately bradycardia down and went back into pea. After multiple additional rounds of acls the code was called for medical futility. Afib ablation in april 2025, no procedure was done during time of death. No medication was prescribed, no additional interventions. Pulmonary vein anatomy was normal. The farawave catheter and faradrive sheath were unrelated to the death event.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A pulmonary vein isolation procedure was successfully completed, additionally the catheter was used for off label ablations to the cavotricuspid isthmus "to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions)" and successful external direct current cardioversion helped achieve sinus rhythm. 4 months after the ablation procedure the patient passed away due to cardiac arrest. Advanced cardiovascular life support (acls) was implemented by the medics including chest compressions, shocks, and epinephrine administration. The patient was intubated with a supraglottic airway device, fitted with a lucas device and taken to the emergency department where they were moved to the "resuscitation bay" and was found to have no pulse. Acls was reinitiated at this time and the patient was noted to have "multiple rhythms including 1 episode of v. Tach" which was defibrillated (and his ICD was noted to deliver a shock shortly after the defibrillation). They obtained a return of spontaneous circulation (rosc) for "a time" and gave the patient epinephrine and amiodarone, however the patient slipped into bradycardia and ultimately returned to pulseless electrical activity. Multiple additional rounds of acls were attempted before the patient was finally declared deceased. It was reported that the pulmonary vein anatomy was normal. And the physicians consider the farawave catheter and faradrive sheath as unrelated to the death event, however, a cause for the sudden cardiac arrest have not been provided. It was noted that the patient had been doing well in the time between the ablation procedure and their death.

Manufacturer narrative:
The device did not return for analysis and no media was provided. Hence, the reported allegation is not confirmed. The cause traced to intentional off-label, unapproved, or contraindicated use cause code was selected for the 'user used incorrect product for intended use' allegation, as the event description states the devices were used for additional off label ablations to the cavotricuspid isthmus. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient passed away. A pulmonary vein isolation procedure was successfully completed, additionally the catheter was used for off label ablations to the cavotricuspid isthmus "to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions)" and successful external direct current cardioversion helped achieve sinus rhythm. 4 months after the ablation procedure the patient passed away due to cardiac arrest. Advanced cardiovascular life support (acls) was implemented by the medics including chest compressions, shocks, and epinephrine administration. The patient was intubated with a supraglottic airway device, fitted with a lucas device and taken to the emergency department where they were moved to the "resuscitation bay" and was found to have no pulse. Acls was reinitiated at this time and the patient was noted to have "multiple rhythms including 1 episode of v. Tach" which was defibrillated (and his ICD was noted to deliver a shock shortly after the defibrillation). They obtained a return of spontaneous circulation (rosc) for "a time" and gave the patient epinephrine and amiodarone, however the patient slipped into bradycardia and ultimately returned to pulseless electrical activity. Multiple additional rounds of acls were attempted before the patient was finally declared deceased. It was reported that the pulmonary vein anatomy was normal. And the physicians consider the farawave catheter and faradrive sheath as unrelated to the death event, however, a cause for the sudden cardiac arrest have not been provided. It was noted that the patient had been doing well in the time between the ablation procedure and their death. Per additional information, ablation was on (B)(6) 2025, death was on (B)(6) 2025. Successful pulmonary vein isolation x4 (farapulse system). Successful pulsed-field catheter ablation of the cavotricuspid isthmus to target clinically observed atrial flutter (detected on dual chamber ICD interrogations), with bidirectional block across the cti confirmed post-ablation by differential pacing (trans-isthmus conduction times of 170 ms in both directions). Successful external direct current cardioversion to normal sinus rhythm. Death (cardiac arrest) occurred over 4 months after ablation. Acls was performed by medics, chest compression initiated and ongoing for multiple rounds pta, 0 shock, 5 epi, and no other meds were delivered prior to arrival, airway was managed with a supraglottic device, access established pta was io. Was doing well, no immediate complications after the ablation in (B)(6) 2025. No hospitalization, death was shortly after arriving to emergency. Department. Patient arrived via ems ill-appearing with a supraglottic device in place and a lucas device over his chest. Appeared mottled and cyanotic. After he was moved from the ems cot to the resuscitation bay pulses were checked and noted to be absent. Acls was then reinitiated. He had multiple rhythms including 1 episode of v. Tach which was defibrillated. His ICD was also noted to deliver a shock shortly after defibrillation by the zoll device. Obtained rosc for a period of time and initiated an epinephrine drip and amiodarone however patient ultimately bradycardia down and went back into pea. After multiple additional rounds of acls the code was called for medical futility. Afib ablation in (B)(6) 2025, no procedure was done during time of death. No medication was prescribed, no additional interventions. Pulmonary vein anatomy was normal. The farawave catheter and faradrive sheath were unrelated to the death event.